Manufacturer narrative:
(B)(4): this customer reported that they had to move ECG wires around in order to deliver pacing during a pt event. There was no report of any negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they had to move ECG wires around in order to deliver pacing during a pt event. There was no report of any negative pt impact.